Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn ec slm npvc catheter was defective / damaged. The following information was provided by the initial reporter translated from chinese to english: nurses in the patient for the intravenous needle puncture before, check the outer packaging is not damaged, in the expiration date, in the puncture to see the return of blood after the side of the delivery of the intravenous needle hose at the same time slowly withdraw from the steel needle part of the discovery of the hose can not be normal access to the blood vessels, check the intravenous indwelling needle hose is deformed kind of change. Replace the indwelling needle and perform a second puncture. Before performing intravenous catheter puncture on a patient, nurse (B)(6) checked that the outer packaging was not damaged and within the validity period. After seeing blood return during puncture, she inserted the intravenous catheter hose and slowly withdrew the steel needle part. She found that the hose could not enter the blood vessel normally. She checked that the intravenous catheter hose was deformed. She replaced the catheter and performed a second puncture.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # gen2500107) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: intima ii. Device failure: molding defective.

Event description:
No additional information.